Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 487 mg/dl. Customer was treated with manual injection. Customer was not using auto mode feature at the time of incidence. Customer did not allege that the insulin pump was under delivering. Customer reported that they performed displacement test. The insulin pump will not be returned for analysis.